Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 9c94 that has a similar product distributed in the us, list number 4p54. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hbsag confirmatory v.1 reagents. The following data was provided. (B)(6). (B)(6) method shows not detected ((B)(6)). The patient was (B)(6) and was being tested for (B)(6) test after (B)(6) surgery. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.